Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the high impedance was plot 7 and 0. The event still remained ongoing and that was confirmed on (B)(6) 2019. The reason for the new implant that was initially reported was normal battery depletion of the previous device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. The outcome was updated to unresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information receive from the healthcare professional (hcp) for a clinical study reported high impedance. No action was taken but resulted in an unscheduled clinic or office visit. Device interrogation check after implant and high impedances were done on (B)(6) 2018. The event was possibly related to the device or therapy and possibly related to the implant procedure. After the new implant, already in the operating room, the impedance on plot 7 and 0 were high but in the program was not used so the patient did not feel something strange so they left it. The event remains ongoing.